Event description:
Upon reviewing the programming settings of the returned generator, it was found that the generator was programmed to faulted settings.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Review of programming history performed.

Event description:
A copy of the neurologist's handheld data was obtained and the review of the programming history revealed data from (B)(6) 2012 through (B)(6) 2013. The generator was explanted on (B)(6) 2013. There were no outright anomalies observed. However on the last available history on (B)(6) 2013, a system diagnostic test was performed after the interrogation which faulted. A final interrogation was not performed as indicated in labeling. Therefore, it appears likely that the faulted system diagnostic test caused the unintended settings found upon as-received settings in the analysis lab.